Manufacturer narrative:
(B)(4) . Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a severe hypoglycemic event. No other event details were provided. There was no alleged device malfunction. No additional event or patient information is available.